Event description:
Patient reported on her pen needles. She stated when she injects, she has a black and blue spot on her skin and she had difficulty with the needle penetrating her skin and the liquid leaked out on the top of her. She wanted the bd pen needles she previously had but advised it is no longer available and advised we can replace the box as it may be a bad batch. Patient verify and understand (v/u). Teriparatide: the product lot number and expiration date are unknown. No additional dates, information, or details were reported.